Manufacturer narrative:
Additional information was received that the infection was not device related.

Event description:
A report was received that the patient developed an infection at the pocket site and travelled to the lead. Symptoms include pain, pus and oozing from the pocket site. The patient was prescribed with antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket site and travelled to the lead. Symptoms include pain, pus and oozing from the pocket site. The patient was prescribed with antibiotics and will undergo an explant procedure.

Event description:
A report was received that the patient developed an infection at the pocket site and travelled to the lead. Symptoms include pain, pus and oozing from the pocket site. The patient was prescribed with antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.